Event description:
Tee probe/ echo malfunction. The procedure needed to be truncated due to echocardiogram malfunction requiring switching out of the machine. Contrast was not able to be performed secondary to tee probe malfunction. Tee probe returned to siemens. Hardware problem. Dust cleaned from transducer port.